Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On the event date, the patient's daughter reported that the patient was not feeling well but, she was unable to tell if his blood glucose was high or low based on his symptoms. She stated she was attempting to test his blood glucose but was unable to get a big enough drop of blood. She was advised to contact the manufacturer of the blood glucose monitor. Upon follow up three days later, the patient's wife reported that the patient had been experiencing elevated blood glucose for 2 weeks. She stated that the patient was bitten by a cat and the bit became infected and the patient began taking antibiotics. Three days prior, the patient was vomiting had slurred speech and was incoherent and staggering and his daughter took him to the hospital. He was treated with an insulin drip. The patient's blood glucose monitor measured "hi" (over 600 mg/dl) all day in the same month, and his wife was trying to contact his physician. Upon follow up the following month, the patient stated that his blood glucose had returned to normal. No product will be returned for evaluation.